Manufacturer narrative:
The lens device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after an intraocular lens was inserted into an eye, a scratch was noted. The lens was immediately removed. The surgery was completed as planned. There was no reported harm to the patient. Additional information was requested.

Manufacturer narrative:
The lens was returned wrapped in surgical gauzes. Blood and solution is dried on the lens. Optic damage was observed. It is unknown if qualified products were used. The reported scratch was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of blood, surgical solution, and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).